Manufacturer narrative:
Since the device was not returned, we are unable to perform further root cause analysis and the exact cause of the reported event is unknown. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. No corrective action. Monitoring and trending this type of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the medtronic coil could not be seated properly in the aneurysm so it was removed together with the microcatheter. Upon removing the system, the coil was stretched to the point that it deployed into the microcatheter. The physician feels that the coil might have stretched as the system during removal. The coil was replaced with another medtronic coil to complete the procedure. No patient injury was reported as a result of the event.

Manufacturer narrative:
The actuator interface was found securely attached to the coupler tube. No evidence of a detachment using an instant detacher was found. The break indicator was found broken with the two segments retained by the release wire. The axium pusher was found kinked at ~52.1cm from the distal end. No breaks or separations were found with the release wire. The coin was found fully retracted out of the lumen stop. The shield coil was found intact. The implant coil was already detached and not returned for analysis. Articulation and liveliness tests could not be performed given there is no implant or no release wire in place. The coin was found visibly damaged (bent). The coin width was measured at three locations as per mp1526 and was found to be within specifications. The coin width was measured @ 0.063mm to be 0.084mm, @ 0 .127mm to be 0.092mm, and @ 0.275mm to be 0.093mm (specifications: @ 0.063mm: 0.063mm-0.089mm; @ 0.127mm: 0.075mm-0.105mm; @ 0.275mm: 0.086mm-0.108mm ). The outer jacket was removed to gain access to the lumen stop. The lumen stop was found to be damaged (ovalized) and the inner diameter could not be reliably measured. The retainer ring was found to be visua lly intact. The retainer ring inner diameter was measured to be 0.00460¿ which is within specification (specification: .00455" ± .00010). No other damages or anomalies were found. Based on the device analysis and reported information, the customer¿s report of ¿difficult placement/positioning¿ could not be confirmed. This complaint cannot typically be confirmed through device analysis and the customer did not submit any images for review. Possible causes are patient vessel tortuosity, catheter tip under stress, catheter kick back or catheter compatibility. Customer reported continuous flush was administered, patient vessel tortuosity is unknown. The customer¿s report of ¿coil stretch¿ could not be confirmed as the implant coil was not returned for analysis. Potential causes for this failure are lack of hydration before procedure, user does not maintain continuous flush, tortuous anatomy, coils not retracted in a one-to-one motion with the implant pusher during repositioning, pushwire rotation, user advances the coil against resistance, and incompatible catheter. Customer reported stretching occurred during retrieval. The customer report of ¿pusher kink/broke¿ was confirmed as the device was found kinked distally and broken at the break indicator, however, the cause could not be determined. It is po ssible the pusher became damaged when advancing or retracting the implant coil against resistance. The customer report of ¿premature detachment¿ was not confirmed. The pusher was found broken and the release wire and coin were found retracted, detaching the implan t coil as intended by the detach mechanism. The coin and lumen stop were found damaged; however, these damages are indicative of a non-detachment and would not contribute towards a premature detachment. Since the renegade-021 micro catheter used in the event was not returned, any contribution of the catheter to the issue could not be determined. The renegade-021 has an inner diameter of 0.021¿ (per boston scientific website) which is compatible for use with the axium coil per IFU. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.